Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the unit will turn off.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for intermittent power. The unit was triaged and the customer¿s reported condition was confirmed. The root cause of the reported condition was due to the battery¿s inability to hold a charge. While the pump is in service, battery life may degrade over time. The customer is responsible for routine maintenance (cleaning and all recommended performance tests set forth in the pump operation and service manual). A review of the device history record shows that this unit was manufactured in 2014 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.